Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting (apl) diaphragm was replaced to correct the reported issue. Patient identifier, age, weight, ethnicity, and race: no information available. Legal manufacturer: (B)(4).